Event description:
The customer reported the batter charge led is not working correctly.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led is not working correctly. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.